Event description:
On (B)(6) 2019, a 25mm amplatzer pfo occluder was selected for implant. The guidewire was inserted into the patient, but difficulty was noted accessing the left upper pulmonary vein due to the patient's anatomy (lupv). Access to the lupv was eventually gained after multiple guidewires were attempted. The delivery system was then accessed and the pfo was successfully deployed and implanted with the patient in stable condition. A couple hours following the procedure, an echo revealed a small pericardial effusion, which was not present prior to the case. The patient remained stable and no treatment was performed. The patient is being monitored. The user alleges the pericardial effusion was due to the difficulty accessing the lupv with the guidewire.